Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer acknowledged the alarm and resumed insulin delivery. However, due to ongoing occlusions a replacement pump was sent to the customer to resolve the issue.